Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested and received.date. (B)(4).

Event description:
A healthcare professional reported 13 cases of vitritis and toxic anterior segment syndrome after cataract surgeries with intraocular lens (iol) implant. The events started in (B)(6) 2015 and were reported to have occurred randomly and involve several surgeons. All patients were reacting well to postoperative treatment and there had been no cases of endophthalmitis. Additional information was received through a company representative. The facility provided products associated to the events. Additional cases occurred at the facility, related to cataract surgeries with competitor's products. According to the facility, the surgical equipment was not suspected and their internal investigation was focused on anti-glaucoma mediation. Additional information was provided by the reporter, who stated there was no clear etiology related to the surgical products. Patient identifiers could not be provided. Additional information was requested and received.

Manufacturer narrative:
Evaluation summary: the most common causes of toxic anterior segment syndrome are identified as follows in order of prevalence: inadequate flushing of phaco, irrigation/aspiration handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allow proper preparation of instruments, no immediate cleaning allowing ophthalmic viscoelastic device (ovd) and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, not training, no terminal sterilization, instruments stored on towels, touching of iol or patient contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to balanced salt solution against directions for use (dfu) , improper use of prep solutions, detergents and cleaners, failure to follow manufacturer¿s directions for use, including no air flush, use of unapproved enzymatic cleaners, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, incorrect concentration of detergents and enzymatic cleaners. No further information was able to be obtained from this customer. However, the company sales representative stated the facility no longer suspects our products contributed to the event. The customer is focused on anti-glaucoma treatments. The three systems met specifications at the time of release. The system is a closed system. The system is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). There is no evidence that the design or manufacturing of the systems contributed to the reported event. All viscoelastic batches are released according to the required specifications. A viscolastic lot number would be required for review of the device history and further evaluation. A potential root cause of the adverse event related complaint includes a solution quality issue, but this is unlikely; chemistry and microbiology viscolastic data must met requirements prior to release of product. No custom pack lot number was received, no further investigation of the device history records could be performed. There is no complaint sample available for further investigation. Custom paks are manufactured in a controlled environment and sterilized with a validated sterilization cycle. The iols were not returned for analysis. The file indicated the use of a viscolastic. It is unknown if an approved lens/cartridge combination was used. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. An investigation has been previously conducted by manufacturer, which shows no evidence of tass related to our iol products. Based on the information obtained, the root cause of the reported event cannot be determined conclusively.